Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using a ruby coil, a lantern delivery microcatheter (lantern), a non-penumbra diagnostic catheter and a non-penumbra vascular plug. During the procedure, the physician placed a vascular plug in the target vessel but there was still a lot of flow coming into the subclavian artery. Therefore, the physician decided to place a ruby coil. While advancing the ruby coil through the lantern and into the target vessel, the ruby coil would not seat in the vessel as there was a lot of flow coming through the vessel. It was reported that after pulling the ruby coil in and out of the vessel numerous times, the ruby coil appeared to be buckling inside the lantern. Attempts were also made to rapidly seat the ruby coil, but it was unsuccessful. Subsequently, physician decided to remove the ruby coil. However, while attempting to retract the ruby coil, the physician noticed that it had unintentionally detached inside the lantern. Therefore, the lantern and the diagnostic catheter were removed with the detached ruby coil. The procedure ended at this point. The patient will be brought back for thoracic endograft and possible coil embolization at a later date. There was no report of an adverse effect to the patient.